Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, the ventilator's lcd screen was found to be defective. The device's lcd screen was replaced to address the issue. The display had evidence of physical damage.